Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy